Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a new pump and her blood glucose was running high in the 200's mg/dl and 400's mg/dl. Customer stated that they could not download the pump at the doctor's office. Customer ran the self test and the pump passed. Customer declined to troubleshoot for the high blood glucose.